Event description:
Additional information received, from a healthcare professional (hcp). Reported, the catheter had been working. As of the patients last refill on (B)(6) 2023. The cause of the catheter being unable to aspirate, at the time had been unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted:(B)(6) 2011, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 05-may-2013, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported by the hcp that the patient had an elective morphine pump replacement (B)(6) 2018. At that procedure, the hcp was not able to aspirate from the intrathecal (it) catheter.